Event description:
Potential false negative. Abnormal cells outside 22 fields of view. Abnormal cells were discovered by the lab during qc. Site will be monitored to determine if expected occurrences (as determined by the pivotal study) are exceeded.